Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed a broken catheter body and also a hole/tear in the catheter body caused by the connector pin poking through. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correct date is 2019-july-10 for follow up report 003 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Device codes have been updated (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-july-10, information was received from the patient. The patient mentioned "that his hold pain pump in 2013 was broken and dying, that's why it was replaced". No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc serial# (B)(4). Implanted: (B)(6) 2013. Explanted: (B)(6) 2019. Product type catheter, device evaluated by MFR: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the dlaudid with concentration 15.0 mg/ml was being administered at a dose rate of 3.620 mg/day as of 2019-mar-28. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump and catheter were explanted and returned to the manufacturer.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 04-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was having withdrawal symptoms and did not think the pump was working. It had been going on a "few days" (relative to (B)(6) 2019). The exact date the symptoms started was unknown. The symptoms were unknown. No environmental, external, or patient factors were reported to have caused this issue. The healthcare provider (hcp) attempted to aspirate the side port in the office. The hcp was unable to aspirate. The patient would be sent to interventional radiology for a dye and rotor study. The issue was not resolved. The date of the dye study was unknown. It was unknown if intervention was planned. The patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that surgical intervention was planned but had not occurred. No further complications were anticipated/reported.